Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73j1800385 was manufactured on 09/17/2018 a total of 288 pieces. Lot was released on 09/24/2018. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that the experienced hemolok surgeon reported the clip applier jammed and the actual clip broke in half. The half pieces went inside the patient and had to be retrieved using a grasper. The unit was disposed of however the lot number recorded. It also looked as if every second clip came out closed essentially causing firing and clipping issues.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the experienced hemolok surgeon reported the clip applier jammed and the actual clip broke in half. The half pieces went inside the patient and had to be retrieved using a grasper. The unit was disposed of however the lot number recorded. It also looked as if every second clip came out closed essentially causing firing and clipping issues.